Event description:
The hospital reported that while performing a bypass procedure, it was noticed that one of the pods had tissue stuck on it. The heart was then observed and noted to have a tear/hole on it from one of the pods. The surgeon sutured the hole/tear and the pt is reported to be in good condition. No other pt complications were reported by the hospital.